Manufacturer narrative:
The returned device was evaluated. The device was returned without a battery. The device was turned on using ac while in the docking station. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. No product performance issue identified, based on the investigation above, the customer complaint could not be duplicated. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the radical-7, it can't show parameters often. No consequences or impact to patient.